Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 241 - 263 mg/dl.